Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial flutter and acute diastolic congestive heart failure (chf). The patient reported they experienced shortness of breath during exertion and edema swelling in both legs for a week. The patient was admitted to the hospital for four days. A chest x-ray was taken and that the patient underwent imaging via transthoracic echocardiogram (tte). During their hospitalization atrial flutter was identified via electrocardiogram readings and congestive heart failure was identified. The patient then underwent a cardioversion and was started on amiodarone. It was noted the patient did not have an existing history of atrial flutter prior to this finding. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that during the initial pfa procedure, the physician elected to isolate the posterior wall due to a small posterior wall. Ablation of the farawave catheter in areas outside of the pulmonary veins is considered off-label use.

Manufacturer narrative:
Additional information: b5: describe event or problem. Added h6: device code: a2304 : off-label use. Added h6: evaluation result code: c19 : operational problem identified. The device was not returned and was not received at boston scientific (bsc) for investigation. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the arrythmia, heart failure nor edema were related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: arrhythmia, edema/heart failure/ plural effusion...". Furthermore, off-label use of the farawave catheter was confirmed based on the reported information as the IFU only indicates the device for use for pulmonary vein isolation.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial flutter and acute diastolic congestive heart failure (chf). The patient reported they experienced shortness of breath during exertion and edema swelling in both legs for a week. The patient was admitted to the hospital for four days. During their hospitalization atrial flutter was identified via EKG readings and congestive heart failure was identified. The patient then underwent a cardioversion and was started on amiodarone. It was noted the patient did not have an existing history of atrial flutter prior to this finding. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that a chest x-ray was taken, and that the patient underwent imaging via transthoracic echocardiogram (tte).

Manufacturer narrative:
Correction to the initial MDR in block g2 report source based upon analysis of all available information, bsc's investigation found no evidence to indicate that the arrythmia, heart failure nor edema were related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: arrhythmia, edema/heart failure/ plural effusion...".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(4) advent pas clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial flutter and acute diastolic congestive heart failure (chf). The patient reported they experienced shortness of breath during exertion and edema swelling in both legs for a week. The patient was admitted to the hospital for four days. During their hospitalization atrial flutter was identified via EKG readings and congestive heart failure was identified. The patient then underwent a cardioversion and was started on amiodarone. It was noted the patient did not have an existing history of atrial flutter prior to this finding. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.